Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI that was not due to a problem with the device or therapy and there were symptoms that were also not related. But the patient stated that their last healthcare professional (hcp) did not do the surgery right. The stimulation helps but they still have pain. No further complications were reported/are anticipated.